Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the nav3 platform froze during a procedure conducted at the user facility. The case was completed successfully using navigation after a clinically insignificant delay. No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of a frozen system can be confirmed based on device evaluation. An error message and a restart of the application was identified during log file review. Prior to the error message halted software can appear. An unknown state of the software could cause or contribute the reported event.

Event description:
It was reported that the nav3 platform froze during a procedure conducted at the user facility. The case was completed successfully using navigation after a clinically insignificant delay. No patient involvement, no medical intervention and no adverse consequences were reported with this event.